Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered low lead impedance alert on the ventricular lead. Lead impedance measurement was normal at the clinic. The patient would be monitored.